Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer's blood glucose (bg) read "low" however, a specific bg value was not provided. Cause was not known. Customer consumed fruit and glucose tablets to address bg. The customer reverted to manual injections for insulin therapy.